Event description:
In 2009, cardiva representative was notified of an interventional case performed (date unknown) on a morbidly obese patient with unknown comorbidities. It was noted the patient had a low platelet count. Following the interventional procedure, the catalyst ii wire was inserted thru the in-dwelling sheath and temporary hemostasis was obtained. The patient was transferred to the recovery room. After approximately 90 minutes of dwell time, a hematoma was noted. One pint transfusion was ordered and administered as a precaution. Final hemostasis was achieved following device removal with manual compression. Patient was discharged the following day without event.

Manufacturer narrative:
The reported information states the device performed as indicted. The catalyst ii wire deployed, demonstrated initial hemostasis and de-deployed successfully. The catalyst ii system IFU states under the warning section that device performance has not been demonstrated on patients with bleeding disorders. The patient had a low platelet count which typically indicates high risk of bleeding complications. The catalyst ii system was used "off-label" which may have contributed to the event. The lot number was not available, thus a batch record review was not able to be performed. The device was not returned and an investigation was not able to be performed.